Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This report is filed as the patient expired. Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with a mitral leaflet prolapse (a2p2), primary jet a2p2, degenerative mitral regurgitation grade 3+. One mitraclip (cds0601-xtr 90206u230) was implanted without a device issue, reducing the mr to grade 0-1+. On (B)(6) 2019, the patient was admitted to hospital with worsening heart failure. The patient expired that same day. Per physician, the death is unknown if device related. No additional information was provided regarding this issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no apparent adverse event and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Subsequent to the initial MDR submitted, the study physician assessed the adverse effects and death as unrelated to the mitraclip device. There was no reported device malfunction. Based on the new information, this event would not be MDR reportable. Patient code 1802 removed.

Event description:
Subsequent to the initial medwatch report, the additional information was received on:on 04/08/2019, the patient was hospitalized due to general weakness, loose stools, and dyspnea and abdominal cramps on exertion. Fluids were provided.CT angiogram showed effusions and atelectasis. The patient developed ventricular fibrillation-arrest. Cardiopulmonary resuscitation was performed, however, the patient did not recover and expired on (B)(6) 2019. Per physician, the death was unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no device malfunction.